Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality control (qc) was in range before the event. After the event, it was found that chloride (cl) level 2 qc was out of range. The customer recalibrated the assay. Calibration failed twice for precision. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse disassembled and cleaned the ion selective electrode (ise) assembly, tightened all tubing connections, flushed out the drain line and trimmed the drain line. The cse performed a system check, which passed. The cse performed an ise calibration, which was in range. Qc was ran to assess performance and was in range. The cause of the discordant chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, chloride (cl) result was obtained on a patient sample on an advia 1800 instrument. The initial result was not reported out to the physician(s). The same sample was repeated on the same instrument, resulting higher. It is unknown if the repeat result was released to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant chloride result.